Event description:
On (B)(6) 2012, customer reported that the immage instrument leaked unspecified fluid from the sample side of the instrument. Customer stated that approximately 10 ml of fluid leaked, and the leak could not be found. Customer contained and cleaned the leak. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found that the wash buffer supply line, to the syringe valves, was loose. Fse secured the fitting. This resolved the issue. The service activity performed was verified to meet the specified requirements per established procedures.

Manufacturer narrative:
(B)(4).